Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection verified all setscrew seal plugs were intact. All setscrews were verified to operate normally. An x-ray of the device identified no anomalies. Device memory was accessed and battery monitoring voltage was normal (i.e., beginning of life) and the reported fault codes were confirmed. On (B)(6) 2011, this ICD recorded four "high voltage system fault, shock lead open" faults between 12:28 p.m. And 12:42 p.m. Manual electrical measurements showed normal sensing and pacing functions; however, the device successfully charged but did not deliver a shock. Manual impedance measurements confirmed normal pacing impedance but open shock lead impedances. The device case was opened and the internal components were carefully assessed. While testing individual components, a high current drain was identified indicating that component was "open". Detailed analysis determined an internal component had become separated from the bond pad, resulting in the clinically observed faults, out of range shock impedance measurements, and inability to deliver a shock both in the field and during laboratory testing.

Event description:
Boston scientific received information that during implant defibrillation threshold (dft) testing, the device exhibited an open circuit fault code with a 1.1 joule shock induction. No noise was observed on the shock channel. The device was taken out of the pocket and the lead was checked. The lead displayed good measurements through the psa, re-connected to the device and got a shock lead impedance measurement of 36 ohms consistently. Performed another dft test and the open circuit fault code was again noted. This device was removed and a new device was successfully implanted with the right ventricular (rv) lead with normal function. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.